Manufacturer narrative:
Further information provided that the physician who the patient was referred to did not think lead should be extracted and was going to just monitor. However, another physician was concerned that the issue may go to shocking portion and patient may not receive therapy. As of today the lead remains in-service.

Manufacturer narrative:
There was ongoing questions pertaining to the out-of-range measurements. There was inquiry if these measurements could be related to a monitoring error. Technical services discussed alert operation. The health care provider reported that the device was tested during isometrics with no noise and normal lead values. Noise was revealed only on the shock channel in one episode.

Manufacturer narrative:
The physician later inquired about the out of range pacing impedances as the value was not found while reviewing patient data. This was related to two measurements taken on the same day.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high pacing impedances on a non-boston scientific right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the patient was referred for a possible lead revision.

Manufacturer narrative:
Resolution was requested from the field. No further information has yet been provided. Should additional information become available this event will be updated.